Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative (rep) via a healthcare professional (hcp) regarding a patient with an implantable neurostimulator. It was reported that during implantation surgery of the generator, readings of greater than 4k were all across electrodes. The metal set screw inside the header seemed to be misaligned with the plastic threads inside the ipg header. The torque wrench was clicking right away without getting any revolutions on the screw. Hcp was instructed by rep to pich the hex nut below the handle of the hex wrench in order to bypass the torque limiting aspect of the wrench however even with trying everything during the procedure to the set screw to turn, it was simply stuck and locked and torqueing out right away. Another ins was used. No further complications were reported.

Manufacturer narrative:
Below are the analysis findings and test results: analysis determined that the setscrew on the implantable neurostimulator (ins) was backed out beyond the point of being able to engage with the connector block. A lab functional test determined there was good stable output on the electrode pairs the ins had when it was received. A lab functional test determined there was good stable output on all electrode pairs. Analysis determined there were no issues when pressing on the ins can. Analysis determined the telemetry was acceptable. If information is provided in the future, a supplemental report will be issued.